Manufacturer narrative:
Additional information: d9, g3, h3, h6 correction: e1(facility name) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was partially fired with the interlock engaged, the jaws were open and staple pushers were visible at the 2cm cut line. Functionally, the reload was loaded into a representative handle. The reload communication with the handle was verified and revealed that the returned reload had been fired. The reload was loaded into a representative instrument. The interlock was overridden and the reload was applied to test media. All remaining staples were placed, and test media was cleanly transected. The reload interlock was tested and found to function properly. It was reported that the device partially fired. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The issue may occur if the firing handle was not completely cycled. If the instrument return knobs were retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection and prevent patient harm. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut or incomplete staple formation, which may result in poor hemostasis or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a lobectomy, while on pulmonary artery (pa) resection, the device advanced to about half of the cartridge (1.5 cm), but it could not be fired any further, so it was pulled back. A new sdr (small diameter reload) was used with the same power handle to resolve the issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: sigphandle, sig power sigphandle handle (serial#: c23aad0195) sigpshell, sig power sigpshell control shell (lot#: unknown) sigadaptshort, sig power sigadaptshort lin short adapt (lot#: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.